Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d4 implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Event description:
It was reported that, during review of stored device data, oversensing episodes were observed on the right ventricular (rv) lead. The patient stated they had not used anything that would have been a source of electromagnetic interference (emi). It was recommended that the rv sensitivity settings be adjusted. The lead remains in use. No patient complications have been reported as a result of this event.